Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Polyethylene replacement for fractured polyethylene.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon insert was reported. The event of crack/fracture was not confirmed while the provided photo revealed and confirmed the device wear. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photos presented a recent explanted insert with blood on it. The posterior ends of the insert were severly worn. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
Polyethylene replacement for fractured polyethylene.